Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump failed to power up when plugged into a power source after being in storage mode for an extended period of time. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer used manual injections for insulin therapy.